Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the keyboard was not working and prevented the user from logging in. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard is not working. A field service engineer confirmed that the station was up and running, with all drawers and doors closed and no failure icons present. A temporary keyboard was plugged in. Troubleshooting steps included rebooting the station and attempting recovery. The keyboard was replaced, and the customer was able to sign in successfully. The station operated normally, and patient information was displayed correctly. The system functioned as intended after the field service engineer repaired the device.